Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 350 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer also reports to have a button error alarm and states that insulin pump was exposed to rain water. Customer will call back for replacement

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.